Event description:
It was reported that the user inadvertently removed the infusion site while taking off the needle guard during a supply change for the ilet system, and an agent guided the user to deploy a new infusion set and complete the supply change successfully. Symptoms included no reported adverse clinical effects. Outcomes included successful resolution without alarms and without need for medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed an incorrectly deployed infusion set related to user technique, with the infusion set connector not attached correctly prior to replacement. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.